Manufacturer narrative:
During follow-up, the hospital indicated that this issue resulted from user error.

Event description:
The user facility reported, "during right knee arthroscopy with meniscal repair, the ceterix novostitch suture passer broke off a 3mm piece of metal in right knee that was non-retrievable - only seen on one plain film x-ray."